Event description:
A surgeon reported that the vitrectomy probe did not cut properly during surgery. There was no patient impact reported. This is the second of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).